Manufacturer narrative:
H.6.fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported unable to pass the liquid quality control was not verified during service. Field engineer (fe) called and spoke with the customer and determined that instrument was passing electronic quality control (eqc) fine, but was failing on abnormal liquid quality control (qc). Fe informed customer that the instrument was working as expected and to either let liquid qc equilibrate little longer or call sales to get new lot of liquid qc to try. Customer did not know the lot number of abnormal qc. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the hms plus device was unable to pass the liquid quality control. The site attempted using two different lots, but there was no change in the outcome. A backup device was used. There was no patient involved.